Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. The device history record was reviewed and indicates the product met specification when manufactured. Use of the device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the user facility. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00489, 00490.